Manufacturer narrative:
The astral device was returned to resmed for an extensive investigation. Performance testing could not reproduce the reported charging issue. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed concluded that the risk associated with the use of the device has not changed and remains acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that failed to charge. There was no patient injury reported as a result of this incident.